Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. The initial reporting stated the reamer caught on a retractor; this action likely contributed to the small piece breaking off the reamer. A two-year search of the complaint database by product code did not identify a trend for breakage caused by retractors. The investigation concluded user to be attributed to the reported event. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The reamer caught on a retractor and a small piece broke off.